Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Approximate age of device ¿ 10 months. The report of hemolysis could not be confirmed. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead (lead) appeared unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The lvad was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device related issue that could have contributed to the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient developed severe hemolytic anemia requiring transfusion of 2-4 units of packed red blood cells (prbcs) weekly. The patient was treated with IV iron infusions, blood transfusions and eventually started on trental. The patient was then listed as status 1a and successfully underwent a heart transplant.